Event description:
"Ten days ago dr (B)(6) performed an acdf on a (B)(6) female. Since the date of surgery, the pt has been in a hard collar to restrict motion. Dr (B)(6) has not gone back in to revise this case as of now. I will be filing a per today." As reported via per event statement "10 days post op, pt went in for f/u. After repeating imaging, dr (B)(6) noticed plate migrating away from vertebral bodies, as well as screw backing out of plate."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.